Event description:
A seventy-seven-year-old male patient with a history of coronary artery disease received an impella 5.5 device for hemodynamic support during an elective high risk coronary artery bypass graft surgery. Prior to device implantation, the patient was receiving two inotropic medications and mechanical ventilation. On the first postoperative day in the surgical intensive care unit, the patient developed a small hematoma at the axillary insertion site, which resolved with manual pressure. The patient¿s condition gradually improved over the following days, and after eleven days of support, the impella device was successfully weaned and removed.

Manufacturer narrative:
Investigation summary. No product return. (Asae/hematoma): the cause of the access site adverse event was not determined due to insufficient clinical details.